Event description:
The customer reported that the insulin pump alarmed low reservoir. The blood glucose reading was 248mg/dl. Troubleshooting was performed. The customer stated that the sensor is out and keeps moving forward because it is not detecting the reservoir. The customer was more than eight months pregnant and requested assistance with supply order. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.